Event description:
It was reported the touch screen became unresponsive and displayed a white bar on the left side of the screen. No impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.